Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed by a physician. Additionally baker grade iii left sided capsular contracture, and baker grade ii right sided capsular contracture was noted. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. The left sided deflation was reported initially under 1645337-2020-00738 on 1/13/2020. On 1/17/2020 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).